Event description:
(B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. It is not known if the device was explanted post-mortem. Evaluation summary(B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. Memory dump not available and no allegation of malfunction.